Event description:
A malfunction alarm with code malf 21 was reported, and it was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to switch to multiple daily injections as a backup therapy until a replacement pump, with updated software, was shipped to them. The customer was instructed on how to place the old pump in storage mode and send it back to tandem using a pre-paid label. Upon follow up pump is being replaced on a separate case.